Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient who had been lost to follow up showed high thresholds and high impedance in bipolar configuration which caused a polarity switch on the right ventricular (rv) lead. Possible oversensing was noted in unipolar configuration and a possible lead fracture were also noted. The lead remains in use. No patient complications have been reported as a result of this event.